Event description:
Customer reported on a bravo ph capsule that failed to attach. The capsule came off the device and went into the pt's lung. The doctor was able to retrieve the capsule from the pt's lung. Another bravo capsule was placed immediately and the pt tolerated the procedure without any further complication.